Event description:
Reporter alleged obtaining discrepant patient blood glucose results of 270 mg/dl on advantage system 1 compared to a glucose reading of 40 mg/dl on advantage system 2 when testing was performed within 5 minutes. Reporter stated the patient was found in a diabetic coma and, after the comparison, the patient was treated with d-50, amount not provided, based on the 40 mg/dl result and transported to the hospital. It was not provided as to whether any other actions were reportedly taken or other treatment was administered to the patient. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch is for the suspected device used in advantage system 2.